Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod less than one hour. It was also reported that the pod had a hazard alarm during bolus.

Manufacturer narrative:
The device was returned fully deployed. Corrosion was observed through the top housing and on several internal components including the mechanism rails and commutator cap. An 0x40 alarm was observed within the pod data along with a rotational sensor error. Inspection of the device found a tear on the unexposed portion of the soft cannula which led to fluid leaking within the pod. This leak can be confirmed as the cause of the observed corrosion, rotational sensor error, and reported hazard alarm.